Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 26-apr-2024 and forwarded to millyard advanced medical products, llc on 29-apr-2024. The nurse from the doctor's office reported that the patient was currently admitted to the hospital. The prescriber believes the hospitalization was due to pump malfunctions and poor delivery of medication over the past 3 weeks. No symptoms were reported. No specifics regarding the reported malfunctions were reported. No attempt to troubleshoot was reported. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.